Event description:
It was reported that a malfunction occurred prior to receiving assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process; the malfunction did not recur after resetting, and the customer was advised to continue using the pump and call back if any issues reoccurred.